Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device was returned and analyzed. The device met 84% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 5076 x2, implantable pacing leads, (B)(6) 2009; 6935, implantable tachy lead, (B)(6) 2010. (B)(4).

Event description:
It was reported that the device did not last long and the longevity for certain device settings were being questioned. The device was explanted and replaced. No patient complications have been reported as a result of this event.